Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent an unknown breast reconstruction surgerywith unknown tissue expander breast implants which the left side deflated after implantation. The issue was discovered during explantation. As a result patient had the implants removed and replaced as follow: left replaced with cat#:3541608, sn#: (B)(4), and right replaced with cat#:3541608, sn#: (B)(4) on (B)(6) 2019.